Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and that the valve on the sheath was leaking after being inserted into the patient. The hemostatic valve dislodged inside of the hub. There was minimal/not measurable blood loss. The sheath was replaced, and the problem was resolved. The case continued. There was no reported patient consequence.

Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub of the device. Microscopic examination of the hemostatic valve surface showed stress marks on the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodgment reported by the customer was confirmed. The potential cause of the separation and stress marks of the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Per internal review on 11-sep-2025, it was identified that the g1 section was mistakenly identified as a freudenberg medical llc in jeffersonville, in, USA and has now been updated in this report to vistamed ltd t/a freudenberg medical in leitrim, ireland. Correction to the 3500a initial report: g 1. Manufacturing site name, g 1. Manufacturer site addr. Street line 1, g 1. Manufacturer site city, and g 1. Manufacturer site country code have been updated the following fields have been populated: g 1. Manufacturer site postal code, g 1. Manufacturer site email, and g 1. Manufacturer site phone. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)